Event description:
The customer reported the duodenovideoscope failed a test for bacteria. The issue occurred during reprocessing prior to a therapeutic endoscopic retrograde cholangiopancreatography procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
E1: (B)(6) hospital. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved raising and lowering the forceps elevator three times in water during aspiration. Manual cleaning was done within an hour after the procedure. The detergent used for manual cleaning was unknown. The instrument/suction channel, suction channel, instrument channel port and forceps elevator were brushed during manual cleaning. The forceps elevator was raised and lowered three times when submerged in the detergent solution, the forceps elevator was flushed, and the distal end was brushed with a channel opening brush and single use brush during manual cleaning. Manual disinfection was done with an unknown disinfectant. All channels were flushed with and immersed in the disinfectant. Sterile water was used for the final rinse. The scope was dried using compressed filtered air and being wiped with clear towel and sterile paper. During device evaluation at olympus, it was found the instrument channel tube was scratched, the objective lens was scratched, and the nozzle was slightly deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. There were no reported reprocessing deviations from the IFU. A definitive root cause of the microbial contamination could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: reprocessing manual warns on insufficient reprocessing by stating ¿failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.